Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the physician was placing the needle and the plastic hub came apart from the metal part of the needle. The needle was removed and another kit obtained with successful placement. There was no patient death or injuries. There was no medical/surgical intervention and the patient is fine. The interruption in procedure was a few minutes.